Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported by the patient that the competitors lap band was removed on (B)(6) 2010 during a laparoscopic cholecystectomy procedure at which time the realize band was implanted. The patient returned to the hospital on (B)(6) 2010, due to an infection and abdominal pain and was admitted. The patient was hospitalized for antibiotic therapy and discharged home on (B)(6) 2010 with additional medication. The patient reports being hospitalization again on (B)(6) 2010 to treat an abscess. On (B)(6) 2010, the patient reports returning to the hospital with a fever and abdominal pain, the decision was made to remove the band due to an abscess and a hole in her stomach under the band. The patient was not advised by the surgeon if the hole in the stomach was a result of band erosion. The patient states that she was released home with antibiotics and in stable condition. The patient did not have any fills with the realize band.